Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a neck dissection procedure, the jaws were cutting the vessel and the clips were falling out. The damaged tissue was tied off. A new device was used to complete the procedure. Patient is okay. Device was discarded. (B) (4).